Event description:
Adverse event(s): "elevated iop on post-op day one" (intraocular pressure rise). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported that one day following intraocular lens (iol) implant surgery, a patient had an elevated intraocular pressure (iop). The cataract account manager reported that the surgeon had changed his incision size (went from 2.75 mm to 2.4 mm) and from a non-sleeved I&a tip to a sleeved one, and did not take adequate time to remove all of the viscoelastic. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/15/2010 and 04/20/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).